Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of three (3) shocks to a patient that was in ventricular fibrillation (vf). The customer advised that the reported issue occurred while attempting a fourth shock to the patient. The device¿s display flickered, then the device powered off and then back on again without pressing any buttons. The fourth shock was delivered approximately 62 seconds after the fourth attempt began.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of three (3) shocks to a patient that was in ventricular fibrillation (vf). The customer advised that the reported issue occurred while attempting a fourth shock to the patient. The device¿s display flickered, then the device powered off and then back on again without pressing any buttons. The fourth shock was delivered approximately 62 seconds after the fourth attempt began.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event for review. Through analysis of those electronic records, physio verified the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device appeared to power off by itself following the successful delivery of three (3) shocks to a patient that was in ventricular fibrillation (vf). The customer advised that the reported issue occurred while attempting a fourth shock to the patient. The device¿s display flickered, then the device powered off and then back on again without pressing any buttons. The fourth shock was delivered approximately 62 seconds after the fourth attempt began.